Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was no image during angulation. The additional findings are as follows: during forceps passage, there was unusual restriction in the insertion tube, during brush passage ,there was unusual restriction in the insertion tube and the insertion tube was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope's image fades in and out. The issue was found during a procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image upon angulation issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device due to physical stress on the insertion tube during user handling/mishandling. The event can be detected/prevented by following the instructions for use section which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.